Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4).

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. (B)(4).

Event description:
Caller states that during a correlation study, the following coaguchek xs/coaguchek s results were obtained: 2.1 inr/1.6 inr. Coumadin was adjusted based on the coaguchek s results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 3.4 inr/2.6 inr. Coumadin was adjusted based on the coaguchek s results. No adverse event reported. Requested return of suspect system and replacement was sent.